Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, a pt was seeing dark circles that are obscuring her peripheral vision in both eyes, only during the day. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause could not be determined. Not enough info was provided from the reporter to properly completed an investigation. Additional info has been requested by phone, fax and mail on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).